Event description:
It was reported by service report that the bed will not go in trend. The lift cannot be electronically lowered to the lowest position. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Obstruction in the footboard.